Event description:
The customer reported that the joystick (remote user interface) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. This is critical for the type of imaging the motorized c-arm was designed for. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface and the motor control unit circuit board were replaced. The system was then found to be operating as intended.